Manufacturer narrative:
No product has been returned for investigation as product was discarded at the user facility. Even though product was not returned alleged event was confirmed by the posterior radiographs provided. Review of the radiographs and reported event details suggests the lock screw was forced out of position as a result of fall generated excessive force. No further investigation can be completed at this time.

Event description:
On (B)(6) 2019 patient underwent a posterior spinal instrumented fusion procedure at l2-5 levels without reported issues. Postoperatively the patient suffered a fall and a set screw at the distal end of the construct popped off. On (B)(6) 2019 a revision procedure took place to replace the lock screw without additional issue. No patient injury reported.